Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion being treated was located in the right coronary artery. The physician predilated the target lesion with a unknown 2.5 mm balloon catheter then implanted a 3.0 x 33 mm non-bsc stent. Intravascular ultrasound was completed. Then, the physician advanced a 20 x 3.25 mm maverick 2 balloon catheter to the target lesion for post-dilation, however, at 14 atms the balloon ruptured. The device was successfully removed and the procedure was completed with a 3.25 x 15 non-bsc balloon catheter. No complications were reported and the patient's status is good.